Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Additionally, the device's error log contained no errors associated to a high rate event. The pcu event log shows that the pump module was programmed to infuse ivf ¿ no additives at a rate of 20ml/hr with a vtbi of 10ml at 6:48 pm on (B)(6) 2018. At 6:49 pm, the user started to program a secondary infusion of cisplatin but did not complete the programming and instead programmed a basic secondary infusion to run at 333ml/hr with a vtbi of 1331ml to infuse over 4 hours and then started the infusion. The infusion ran at this rate until 9:32 pm, when the user changed the rate of the secondary infusion to 50ml/hr. During the infusion, the user paused the infusion 3 times (6:50 pm, 9:28 pm and 9:35 pm). The first 2 times the infusion was restarted. After the 3rd time the infusion was paused, the device was channeled off. No errors were logged during the infusion. Functional testing performed found the pump module to be delivering fluid within specification. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that a secondary infusion of cisplatin (1331 ml bag) was programmed to infuse at 333ml/hr for 4 hours and started at 1850. After approximately 3.5 hours, the bag was unexpectedly empty at 21:30, and the device indicated there was 455ml remaining to infuse. The primary infusion bag contained 250 ml of 0.9% nacl. There was no patient harm. Received a copy of the customer's cmdsnet program report from health canada, which states ¿cisplatin hung at 1850, 1331 ml bag over 4 hours with rate at 333ml/hr at 2130 infusion had completed with pump reading 455 ml left to be infused."

Manufacturer narrative:
250 ml baxter bag lot w8f07c1 exp sept 2019; non bd secondary set; 1000 ml secure eva container bag. The primary administration set was returned for investigation on 05/02/2019. There were no anomalies observed with the returned primary set and there were no leaks observed from the set. The silicone tubing of the set¿s pumping segment was found to be within specification.

Event description:
The customer reported that a secondary infusion of cisplatin (1331 ml bag) was programmed to infuse at 333ml/hr for 4 hours and started at 1850. After approximately 3.5 hours, the bag was unexpectedly empty at 21:30, and the device indicated there was 455ml remaining to infuse. The primary infusion bag contained 250 ml of 0.9% nacl. There was no patient harm. Received a copy of the customer's cmdsnet program report from health canada, which states ¿cisplatin hung at 1850, 1331 ml bag over 4 hours with rate at 333ml/hr at 2130 infusion had completed with pump reading 455 ml left to be infused."

Manufacturer narrative:
Concomitant medical products: 8100; 8015;11448964; 2420-0007; (2)non bd connectors; ICU medical bonded secondary set with a chemolock ; therapy date (B)(6) 2018. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary infusion of cisplatin (1331 ml bag) was programmed to infuse at 333ml/hr for 4 hours and started at 1850. After approximately 3.5 hours, the bag was unexpectedly empty at 21:30, and the device indicated there was 455ml remaining to infuse. The primary infusion bag contained 250 ml of 0.9% nacl. There was no patient harm. Received a copy of the customer's cmdsnet program report from (B)(6), which states ¿cisplatin hung at 1850, 1331 ml bag over 4 hours with rate at 333ml/hr at 2130 infusion had completed with pump reading 455 ml left to be infused."